Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-06048. It was reported that the patient experienced ineffective therapy. Diagnostics showed normal impedance. Surgical intervention took place wherein the extension was explanted and replaced with a new extension to address the issue. However, no therapy was able to be established despite adequate lead positioned. As such, additional surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Additional information: d6b - date of explant

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.